Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had small p-waves and was undersensing. As a result of this, the patient received inappropriate therapy. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.